Event description:
Complainant alleged that during a third party biomedical company's preventative maintenance on the device, the technician observed that the device's charge button was intermittently unable to charge the device. The complainant indicated that there was no pt involvement in the reported malfunction.